Event description:
Related manufacturer reference number: 2017865-2022-19403, related manufacturer reference number: 2017865-2022-19404. It was reported that a patient presented in-clinic for an explant procedure. Prior examination of the patient's pacemaker system revealed signal artifact on the entire pacing system. As a result, the pacemaker was explanted and replaced on (B)(6) 2022. The right atrial and right ventricular leads were capped on (B)(6) 2022 as well due to the malfunction. No patient consequences were reported.